Event description:
A bravo ph probe was secured to the wall of the esophagus at 6cm above the lower esophageal sphincter (les) to do a 48hr ph study. The bravo ph probe did not release from the placement device and pulled away from the wall of the esophagus. As we pulled back on the deployment device, the bravo ph probe scraped the wall of the esophagus and was lodged in the pharynx. This was observed when the bravo ph probe was checked for placement. There was a concern that the bravo ph probe could migrate into lungs. A little time later ent came to assist and it was noted that the bravo ph probe was swallowed by the patient.